Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, the anvil became disengaged ( despite the surgeon placed several ties around the tube that connects to the anvil to ensure it would not come off ) from the plastic tubing that allows the anesthesiologist to pass it through the patient's mouth. It got stuck in the esophagus and became completely dislodged.